Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement of greater than 200 ohms. There was no noise on the electrogram (egm) and all former shock impedance measurements were stable and within the normal range. Boston scientific technical services (ts) recommended getting a subsequent shock impedance measurement to see if the shock impedance has dropped back down to the normal range or if it remains high. This product remains in service. No adverse patient effects were reported.